Event description:
It was reported that (2) devices were used during a colon procedure. It was reported by the affiliate that the mcl20 devices clips are acrossed (scissored). Another instrument was used to complete the case. There was no consequence to the pt.